Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent a robotic bladder procedure on (B)(6) 2010 and mesh was implanted. Following the procedure, the patient began to experience pain while sitting and pain during intercourse. The patient stated she had mesh overgrowth and the mesh had migrated to her vagina. The patient underwent two surgeries to remove the mesh and continues to have pain. No additional information was provided.